Event description:
Pt underwent ir procedure urgently on (B) (6) 2010 for placement of bilateral nephrostomy drain. Post procedure time to increase drainage, staff used item # mx491 medex luer lock plug to connect the drain to drainage bag. This resulted in an ICU admission for sepsis since the tube was capped and not draining. The mx491 mimicks a connector and fits snugly to both drainage bag and nephrostomy tube. Concern product is a "look alike" of an open ended connector.